Event description:
It was reported that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor assembly and motor cartridge. Additionally the coupler was found to be worn.